Event description:
The suspect device was used to test the pt's blood glucose and the reading obtained was 111mg/dl. Pt was taken to the emergency room by paramedics and treated for low blood glucose. The paramedics' device read 33mg/dl thirty minutes after the suspect device was used. Exact treatment is unknown.